Manufacturer narrative:
(B)(6). On (B)(6) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 in trouble-shooting, the medtronic representative was unable to replicate the reported issue. On (B)(6) 2015 a medtronic representative, following-up at the site, reported participating in a stealthmerge procedure with this navigation system on (B)(6) 2015, the procedure went very smoothly, no issues. On (B)(6) 2015 software analysis was unable to determine probable cause with the information provided. Accurate patient logs were not made available. No further issues have been reported.

Event description:
A medtronic ent representative received a report from a site that, while in an ear, nose & throat (ent) procedure, the ent software was intermittently unresponsive. The issue occurred throughout the procedure at different times. The surgeon alleged not being able to navigate in the way expected. With this knowledge, the surgeon opted to continue the procedure and completed with the use of the navigation system. Delay in surgery was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Please disregard the following entry on initial report: "(B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended." The event did not occur until (B)(6) 2015. Therefore, the sentence above is not applicable to this report.